Event description:
It was alleged that a patient received questionable results when testing with coaguchek xs meter (B)(6). A sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 2.14 inr. At the same time, a sample from the patient was tested using the meter, resulting in a value of 3.3 inr. A sample from the patient was tested in the laboratory using an unknown method on (B)(6) 2023, resulting in a value of 2.4 inr. At the same time, a sample from the patient was tested using the meter, resulting in a value of 4.0 inr. A sample from the patient was tested in the laboratory using an unknown method on (B)(6) 2023, resulting in a value of 3.5 inr. At the same time, a sample from the patient was tested using the meter, resulting in a value of 6.0 inr. At an unknown time on an unknown date, the patient performed back to back measurements with the meter and the results were 5.0 inr and 6.5 inr. Samples were collected from the same patient of the finger for these measurements. The patient's therapeutic range is 2.5 - 3.0 inr.

Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Occupation is patient/consumer.